Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels with unknown cause. Customer provided bg value of 49 mg/dl. Reportedly, the customer ate food to address bg. Although requested, the customer declined to upload pump data for review.